Manufacturer narrative:
Explant analysis showed deflation of the outer lumen due to tear at the edge of the outer shell. The shell in this area was thinner than normal, which may have contributed to the failure. No other defects were found on macroscopic or microscopic analysis of the implant.

Event description:
Deflation resulting in explantation.